Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was coming from a crack in the tubing just below a clearlink luer activated device. The IV fluid shot out of the device ¿like a fountain¿. This occurred during infusion. It was later reported that the blood loss was "a few milliliters". There was no patient injury or medical intervention associated with this event. No additional information is available.